Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the vapr code does not energize. Per service manual operational and diagnostic, the reported failure was not confirmed. During evaluation, the reported issue cannot be duplicated. In addition, the con5 of the ID board was cleaned due to it was found dirt and could generate a poor contact. Finally, the accessory foot switch and handpiece were damage; therefore, they were replaced. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be determined. For the damage can be attributed to lack of maintenance due to the wear on the components, as well as rough use by the user. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported that the vapr vue generator did not energize. During in-house engineering evaluation, it was determined that the con5 of the ID board was dirty; and therefore, would generate a poor contact. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.